Event description:
It was reported by customer that 1 inch y-site port needle leaking on blood transmission. We are unable to use the distal port and instead have to clamp it off and only use the proximal port to avoid back flushing or spills from that site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.